Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 575 mg/dl. The cartridge, infusion set tubing and site were changed. The occlusion alarm was cleared and a correction bolus was delivered to address the bg level. Tandem customer technical support (cts) was contacted the same day and at the time of contact, the bg level had not yet been lowered. Cts had the customer perform a system check using the current supplies and the pump was found to be functioning as expected. Cts advised the customer to contact a healthcare provider regarding the high bg level. The customer acknowledged.